Event description:
N20 delivery stops after a few mins. Cylinder supply guage shows full but delivery guage drops to zero as delivery stops. Cylinder proven to be still full. The standard function checks do not show up this fault.